Event description:
General report of delay of therapy during alarm condition rec'd. The customer reported that they have experienced numerous occasions when "cassette" alarms have been rec'd. In one undocumented incident, a pt admitted to the emergency room for complaint of chest pain was ordered to receive an unspecified rate/dosage of nitroglycerin per IV pump and tubing. The nurse reported that when the cassette alarms occurred, an unspecified number of pumps were changed with no resolution of the problem until the IV tubing was removed and replaced. There were no reports of pt harm. Additional pt info was requested, but no furhter info was available.